Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed in (B)(6) 2014. According to the complainant, the stent was implanted to treat a bile leak in the bile duct. Reportedly, the patient¿s anatomy was not tortuous and had been dilated prior to the procedure. On (B)(6) 2015, during a planned stent removal, the physician noted that the stent had migrated proximally and embedded into the ampulla due to tissue ingrowth within the stent. The physician had difficulty removing the stent and the stent retrieval loop broke. A sphincterotomy was performed on the ampulla and then the wallflex fully covered biliary stent rmv was successfully removed using rat tooth forceps. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Manufacturer narrative:
A wallflex fully covered biliary stent rmv was returned for analysis, the delivery system was not returned. Visual analysis of the returned stent found that the stent measured approximately 80mm in length and 9.68mm in od. The stent wires at the retrieval loop end of the stent were stretched, elongated and distorted. The stent wire on one side of the retrieval loop had broken from the main body of the stent. The stent was longer than specification due to the elongation of the stent wires and was not at its full od at its retrieval loop end due to the stent damage. This elongation and stent damage is consistent with the reported difficulty in removing the stent and removal with a rat tooth forceps. There were difficulties removing the stent due to the stent being embedded into the ampulla due to tissue ingrowth. No issues were noted with the expansion of the stent at the other parts of the stent that would have contributed to the stent migration. No damage was noted to the stent cover that would have contributed to tissue ingrowth. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. The wallflex biliary rx stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. It was reported that the stent was implanted to treat a bile leak. Taking into consideration the evaluation conducted at the investigation site and the details of the complaint, the root cause is anticipated procedural complications. Stent migration and stent occlusion due to tumor in-growth through stent are listed as potential post stent placement complications in the dfu. The cause of the retrieval loop breaking is due to due to anatomical/procedural factors encountered during the stent removal procedure.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed in (B)(6) 2014. According to the complainant, the stent was implanted to treat a bile leak in the bile duct. Reportedly, the patient&#38112;anatomy was not tortuous and had been dilated prior to the procedure. On (B)(6) 2015, during a planned stent removal, the physician noted that the stent had migrated proximally and embedded into the ampulla due to tissue ingrowth within the stent. The physician had difficulty removing the stent and the stent retrieval loop broke. A sphincterotomy was performed on the ampulla and then the wallflex fully covered biliary stent rmv was successfully removed using rat tooth forceps. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the m00570530 that is sold in the us.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.